Manufacturer narrative:
The subject otv-s7proh-hd-12e has not been returned to olympus medical systems corp. (Omsc). However, a local olympus service engineer found the things below. No endoscopic image was displayed. (The reported failure phenomenon could be reproduced.) Remote control switch sw1 and sw2 were not working. The camera cable was kinked and the part of coupler was rusted. There were no further details provided. If significant additional information is received, this report will be supplemented. The otv-s7proh-hd-12e instruction manual states the corresponding method when there is an abnormality for the device.

Event description:
The subject otv-s7proh-hd-12e was used for an unspecified laparoscopic procedure. During the procedure, the subject otv-s7proh-hd-12e was stopped working and the endoscopic image on the monitor was not displayed. The user replaced the subject otv-s7proh-hd-12e with another camera head, and completed the procedure. There was no report of the patient¿s injury regarding this event.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) checked the device history record of the subject otv-s7proh-hd-12e, and there was no irregularity found. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Olympus medical systems corp. (Omsc) could not investigate the subject otv-s7proh-hd-12e, because the subject otv-s7proh-hd-12e was not returned to omsc. Therefore, the root cause of this event could not be determined. However, a local olympus service engineer found that the camera cable was kinked. Based on information omsc received so far, omsc surmised that the reported phenomenon, which was that the endoscopic image on the monitor was not displayed, was caused by disconnection of a part of the camera cable due to inappropriate handling by the user in theory. The otv-s7proh-hd-12e instruction manual states the handling method of the device including camera cable. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".